Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a replace system controller alarm message on the system monitor on the day following the pump implant. The patient was still in the intensive care unit (ICU). No alarm message was noted on the controller itself. There was no impact on pump function or performance. All connections were checked. The internal battery was disconnected and reconnected to exclude an issue with the emergency backup battery (ebb) but the alarm message persisted. The account decided to exchange the patient's controller to his backup controller. The exchange was done without issues. No further alarm issues have occurred since the exchange. The affected controller will be returned for investigation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a "replace system controller" alarm was confirmed with the returned system controller. The system controller was connected to laboratory equipment, and the reported alarm was active. The log file retrieved from the returned product captured a fault code that indicated an incorrect voltage signal during the charging of the backup battery. Further evaluation of the device isolated the issue to a suspected component on the print circuit board consistent with the data. A root cause of the component issue was not determined during the evaluation. It was noted the system was unaffected by the fault alarm issue, which operated within the patient speed value (4,700 rpm) and low speed value (4,500 rpm). Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller was shipped to the customer on 21sep2020. Heartmate 3 patient handbook in section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed, including fault alarms. System controller fault, communications fault (comm fault), system controller backup battery fault, system controller backup battery not installed, driveline power fault, and driveline communication fault (driveline comm fault), all states to ¿call your hospital contact immediately for diagnosis and instructions.¿ in section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also important warning information associated with the system controller exchange. Important! Do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing this event.